Manufacturer narrative:
As reported, there was fluid in the battery compartment of the hydrosurg plus irrigator that was noted following the procedure. The sample was discarded and not available for return. Based on the condition reported, the root cause is most probably due to fluid ingress into the unit housing. However, the subject device was not returned for evaluation, as such no conclusion can be made. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided, a supplemental MDR will be submitted.

Event description:
As reported, the bard/davol hydrosurg plus irrigation was used during a procedure. It is reported that after the procedure was completed when the or staff removed the device from the IV pole and opened it to remove the batteries, they noted fluid inside the battery compartment. There was no performance issue and the device functioned as intended. Neptune was the source used for suction. There was no reported patient injury.